Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer provided 1 patient sample for investigation of thyroid parameters. Of the data provided, erroneous elecsys ft3 iii (ft3 iii) results were identified between the customer's cobas 8000 e 602 module, a cobas 6000 e 601 module used at the investigation site and a cobas e 411 immunoassay analyzer at the investigation site. The customer¿s initial ft3 iii results were reported outside of the laboratory. Refer to the attached data for patient results. There was no allegation that an adverse event occurred. The e601 module serial number was (B)(4). The e411 analyzer serial number was (B)(4). The ft3 iii reagent lot number used at the investigation site was 203102 with an expiration date of 12/31/2017. The serial number for the customer's e602 module is not known. The values generated at the customer site and at the investigation site were above the normal reference range of the assay, however, the results generated at the investigation site were consistently lower than the customer¿s results. A specific root cause was not identified. Additional information was requested for investigation but was not provided. Possible root causes may be incorrect preparation of the sample leading to temporary micro clots/fibrin filaments or bubbles or foam on the reagent surface. Based on the information available for investigation, a general reagent issue is not likely. The most likely root causes of the event are related to a sample-specific issue or a reagent specific issue.